Manufacturer narrative:
(B)(4).

Event description:
Procedure: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, (B)(6). Number of case: (B)(6). Adverse event: subcutaneous retention, postoperative. Date of appearance: (B)(6) 2012. Severity: moderate. Causal relationship with procedure: possible. Causal relationship with device. Possible. Treatment for adverse event: spinal drainage. Outcome: recovered without aftereffect (confirmed on (B)(6) 2012). The pt is male, (B)(6). After experienced (B)(6), bowel cancer, prostate cancer, and skin cancer, the pt fell into coma due to cerebellar hemorrhage and was taken to the hospital by ambulance (B)(4). Emergency surgery was performed (asaps5). Depressive procedure was taken and craniotomy was performed for culprit vessel under tentorium cerebelli. Suboccipital approach, incision was 15cm. Nerolon was used instead of autologous duraplasty materials. Procedure was completed after spraying duraseal. Operating room time: 210 minutes. On (B)(6), subcutaneous retention was confirmed and spinal drainage was done. On (B)(6), any after effect was not found and the pt left the hospital on (B)(6). After that, the pt has not come to hospital. Three-month follow-up has not been conducted.